Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed of by the facility.